Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The sensor glucose value from the reported event 45 mg/dl troubleshooting was performed. The customer¿s current blood glucose level was 91 mg/dl. The customer stated that insulin delivery was suspended due to a low sensor glucose of 58 mg/dl. The suspend on low limit in the sensor setting was 65 mg/dl. They were advised to monitor and call back if issues persist. The product will not be returned for analysis.